Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient suffers from but not limited to pain, swelling, soreness, difficultly walking.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-26700. This report, 1818910-2011-19918, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-26700. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 12/3/2014 - medical records received. Patient revised to address difficulty ambulating and high inr counts. Upon revision, fluid, and metallosis were noted. The information received does not change the MDR decision.